Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('uterus perforation/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diverticulitis and hematochezia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain /chronic"), abdominal pain ("pain - abdominal"), back pain ("back pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("anxiety and mental anguish,"). The patient was treated with surgery (full hysterectomy and hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: previously reported as (B)(6) 2012 as per summons and currently reported as (B)(6) 2010 as per pfs. Discrepancy noted: she didn¿t undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2016: at the right cornu extending itom the fallopian tube is a 2.2 cm in length x 0.1 cm in diameter segment of coiled wire. No wire is seen at the left cornu. The myometrium is sectioned and is up to 2.2 cm thick. Within the posterior wall is a single well-circumscribed 0.4 cm in diameter fibrous nodule. The right fallopian tube is 5 cm in length x 0.5 cm in diameter. Within the lumen of the fallopian tube extending itom the nonfimbriated end there is 3 cm in length x 0.1 cm in diameter segment of coiled wire. The serosa of the tube is smooth. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated.event verbatim were updated: uterus perforation/migration of essure device location of device: uterus. Event: abnormal bleeding (vaginal, menorrhagia), depression, anxiety and mental anguish, device breakage, perforation (fallopian tube(s)), were added.medicla history were added. Lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('uterus perforation/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube)') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diverticulitis and hematochezia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety and mental anguish,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding"), pelvic pain ("physical pain /chronic"), abdominal pain ("pain - abdominal"), back pain ("back pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (full hysterectomy and hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: previously reported as (B)(6) 2012 as per summons and currently reported as (B)(6) 2010 as per pfs. Discrepancy noted: she didn¿t undergo essure confirmation test. Patient received treatment for:uti diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2016: at the right cornu extending itom the fallopian tube is a 2.2 cm in length x 0.1 cm in diameter segment of coiled wire. No wire is seen at the left cornu. The myometrium is sectioned and is up to 2.2 cm thick. Within the posterior wall is a single well-circumscribed 0.4 cm in diameter fibrous nodule. The right fallopian tube is 5 cm in length x 0.5 cm in diameter. Within the lumen of the fallopian tube extending itom the nonfimbriated end there is 3 cm in length x 0.1 cm in diameter segment of coiled wire. The serosa of the tube is smooth. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc on (B)(6) 2020: no new information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('uterus perforation/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage') and embedded device ('foreign object imbedded in the fundus and protruding in the endometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, colon cancer and high cholesterol. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included diverticulitis and hematochezia. The patient also had a family history of colon cancer. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety and mental anguish,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding"), pelvic pain ("physical pain /chronic"), abdominal pain ("pain - abdominal"), back pain ("back pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (full hysterectomy and hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, embedded device, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: previously reported as (B)(6) 2012 as per summons and currently reported as (B)(6) 2010 as per pfs. Discrepancy noted: she didn¿t undergo essure confirmation test. Patient received treatment for:uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2016: at the right cornu extending itom the fallopian tube is a 2.2 cm in length x 0.1 cm in diameter segment of coiled wire. No wire is seen at the left cornu. The myometrium is sectioned and is up to 2.2 cm thick. Within the posterior wall is a single well-circumscribed 0.4 cm in diameter fibrous nodule. The right fallopian tube is 5 cm in length x 0.5 cm in diameter. Within the lumen of the fallopian tube extending itom the nonfimbriated end there is 3 cm in length x 0.1 cm in diameter segment of coiled wire. The serosa of the tube is smooth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: medical record received- new event embedded device was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('uterus perforation/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube)') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diverticulitis and hematochezia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety and mental anguish,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding"), pelvic pain ("physical pain /chronic"), abdominal pain ("pain - abdominal"), back pain ("back pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (full hysterectomy and hysterectomy with unilateral salpingectomy - right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device breakage, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: previously reported as (B)(6) 2012 as per summons and currently reported as (B)(6) 2010 as per pfs. Discrepancy noted: she didn¿t undergo essure confirmation test. Patient received treatment for:uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2016: at the right cornu extending itom the fallopian tube is a 2.2 cm in length x 0.1 cm in diameter segment of coiled wire. No wire is seen at the left cornu. The myometrium is sectioned and is up to 2.2 cm thick. Within the posterior wall is a single well-circumscribed 0.4 cm in diameter fibrous nodule. The right fallopian tube is 5 cm in length x 0.5 cm in diameter. Within the lumen of the fallopian tube extending itom the nonfimbriated end there is 3 cm in length x 0.1 cm in diameter segment of coiled wire. The serosa of the tube is smooth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added.event:post removal complication , uti were added.event: genital hemorrhage was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('uterus perforation') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain /chronic"), abdominal pain ("pain - abdominal"), back pain ("back pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, bladder disorder, urinary tract disorder and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: previously reported as (B)(6) 2012 as per summons and currently reported as (B)(6) 2010 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : new events added - device dislocation, uterine perforation, abdominal pain, back pain, genital bleeding, psychological trauma, bladder problems, urinary tract disorder. Previously reported event of physical pain updated as physical pain/pelvic pain. Events outcome updated, reporter added, patient demographic added, essure removal date added, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.